Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8737-38 hexalobe driver stripped while removing hardware. Additional information received on 1/13/2021: the rep reported the drivers stripped during a left knee hardware removal. The reason for the revision surgery was for an ocd repair. Arthrex compression ft screws (ar-8730-xxh) were removed during the revision surgery. The specific part numbers and sizes of the explanted arthrex product is currently unknown. The rep stated there was no arthrex product implanted during the revision surgery.